Manufacturer narrative:
The x-stage cover and x-drive motor were returned to the manufacturer for analysis. The x-stage cover had physical damage. The x-drive motor had a mechanical failure, it was locked up and would not rotate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation of initial reporter was not available at the time of filing. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry would not extend in the x-direction. There was a clicking noise when hitting the button, but there was no movement. This was discovered outside of a case, there was no patient present.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the x-drive motor and a cover were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.